Manufacturer narrative:
The device was returned for analysis. The reported ¿slight resistance was felt as the device was inserted into the vessel¿, ¿depressing and removal of the plunger didn¿t feel normal" and entrapment of device could not be replicated in a testing environment as it was based on operational circumstances. The reported ¿footplate would not close¿ could not be tested/confirmed, due to the returned condition of the device. The reported cuff miss, ¿proximal guide was mangled, and the deployed needles were bent¿ and guide break were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a neuro interventional procedure using an 8f sheath. Reportedly, slight resistance was felt as the prostyle device was inserted into the vessel. The physician assumed this was because the patient had a lot of fibrous tissue due to multiple previous interventions from this vessel. No calcium was present. The patient was a very thin patient. During device deployment, depressing and removal of the plunger "didn¿t feel normal". A cuff miss occurred as no suture was present when the plunger was removed. When attempting to lower the footplate of the device it "didn't feel normal" again and the footplate would not close. Since footplate was still open, an attempt to pull on device to remove it was not made in fear of damaging vessel. Multiple attempts were made to lower footplate; however, the lever was not able to be returned to park the foot. The patient was sent to the operating room, the level of anesthesia was increased and a cutdown, incision of the vessel, was performed to retrieve the device. It wasn't until the device was moved in the operating room that it was noted that the proximal guide had separated from the distal guide (where metal meets black). Although the guide was no longer attached together the entire device is still all connected by the actuator wire. The proximal guide was mangled and the deployed needles were bent. After the device was removed, the actual vessel was not damaged but had to be repaired due to the cutdown of patient's tissue and vessel to finally be able to remove device. Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.